Manufacturer narrative:
Evaluation: the valve was returned by the customer reporting: "valve test to 80 mm h20". During investigation some biosubstance residues were observed around the flat spring and spring support of the valve. However, the pressure testing confirmed the pressure range of the valve was corrected. This measured pressure corresponded to the spec for a 40 mm h20 valve. Co was unable to confirm the customer's complaint and consider it not valid. Test results indicate no failure.

Event description:
Informant stated that dr explanted the valve as the pt's ventricle size did not come down.